Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the left anterior descending artery. It was not possible for the stent to cross the severely calcified target lesion; therefore, it was removed from the pt. The target lesion was then pre-dilated with a 1.5mm by 20mm ptca balloon. The stent delivery system was reinserted; however, it still was unable to cross the lesion. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon when it caught on plaque in the artery. The attempts to retrieve the stent were unsuccessful and the pt was subsequently sent to surgery to retrieve the stent and for coronary bypass grafting. The pt reportedly did fine after surgery. The instructions for use were not followed, when the lesion was not pre-dilated prior to the insertion of the stent delivery system. The lesion calcification and the lesion not being pre-dilated 1:1 contributed to the stent dislodgement.